Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that before starting an antibiotic infusion, the patient¿s gown and bed was found damp. The IV set infusing tpn, lipids and a benadryl flush was assessed and was found disconnected from the cap. The IV set was changed, the patient¿s blood sugar was checked, and the tpn and lipids were restarted. Because the tpn may have been contaminated, a new line with d10 was started. There was no report of patient harm.